Manufacturer narrative:
(B)(4).

Event description:
Customer reported that tracheostomy tube is an oval shape, but should be a round shape. There was no patient involvement or any required intervention performed.